Event description:
It was reported to philips that the device was stuck in a rebooting cycle. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty power pca board. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca board. The power pca board was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device was stuck in a rebooting cycle. There was no patient involvement.